Event description:
Md performing a laparoscopic colectomy and were using ethicon's ets45 linear cutter and it's appropriate reload. Each time the cutter was used the tissue would bleed along the suture line. A new device was opened and md continued to have the same problem. The bleeding was stopped by means of cauterization, clip application and use of the harmonic scapel. The suture lines were clearly the origin of the bleeding and this was obvious with 2 separate linear cutting devices - both ets45 and vascular reloads appropriate for the device.